Event description:
Info received indicates whenever the bed is raised up; it drifts down towards the foot section into reverse trendelenburg.

Manufacturer narrative:
The technician found the gas springs were weak. He replaced the trend gas spring assembly to repair the bed.